Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment of a dissection of the left renal artery using a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). A 7 fr ancel sheath was inserted to the renal artery via the femoral artery approach. An attempt was made to deploy the vsx device. However, the deployment line broke, and the stent graft remained fully constrained. The vsx device was removed. A new gore® viabahn® endoprosthesis with heparin bioactive surface of the same size was implanted from the false lumen of the left renal artery through the false lumen to the re-entry of the common iliac artery. The patient tolerated the procedure. The physician stated that although he felt some resistance, he proceeded to pull the deployment line, and it broke.

Manufacturer narrative:
Emdr section h6, codes c19, d15 and d1102 updated to reflect results of product evaluation. Evaluation summary: the reported failure mode of deployment line broken is consistent with the findings of loose zipper fibers found on endoprosthesis and missing deployment knob. The root cause of the reported failure mode could not be established within the engineering evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. It was reported that after resistance was encountered during attempted deployment, the physician continued pulling the deployment line, and the deployment line broke. The vsx device instructions for use warn against forcefully pulling the deployment line if excessive resistance is encountered due to the potential for deployment line breakage. The source of the resistance could not be identified, and the root cause of the reported deployment line breakage is consistent with the use error of continuing to pull the deployment line after resistance was encountered during attempted deployment.